Event description:
It was reported the patient had a cyst prior to being implanted and never received pain relief from the indirect decompression spacer. The patient underwent an explant procedure to remove the spacer and did well postoperatively.